Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens rotation. The lens was repositioned but did not resolve the problem. The lens was later exchanged with a lens of a different power & diopter & the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damages on the lens. Dimensional inspections found the lens to be within specifications. Claim: (B)(4).